Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: in approximately (B)(6) 2012 patient was implanted with matrix construct. Six week later x-rays showed two screw heads slipped off the rod. At this time patient experienced no pain but there was a creaking in his back. Patient returned to or on (B)(6) 2012 with the aim of removing the rods and placing 2 new rods in and investigating what may have caused the slippage. It was found that both l4 screws had become polyaxial again, the locking caps had cold welded in both heads. With the lc removal technique we were able to remove the right sided one but the left sided one stripped rendering us unable to remove the l4 screw on the left. The rest of the screws were left in place. A longer rod was placed on the right side with new locking caps, construct was locked down and a shorter rod was placed on the left only, connecting the l5 and s1 screws leaving the l4 screw free. This is 2 of 6 reports for this event.

Manufacturer narrative:
Implanted approximately (B)(6) 2012. The investigation could not be completed, no conclusion could be drawn, as product is entering the complaint system. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Manufacturer narrative:
This device is used for treatment not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Device used for treatment and not diagnosis. Locking cap received with nicks/scratches and anodize discoloration on sd25 face and major diameter of thread. Sd25 form is damaged. Saddle has deformation at intersection of thread and angled flats. All described nonconformities are post manufacturing. The profile of the device cannot be measured because of damage, all other relevant dimensions pass. The material was tested and passes specification. No product fault could be detected. Based on the provided information and without the involved screws the exact cause of this occurrence can not be defined. A possible reason of the pulled out rod could be that the rod did not, or only very little protrude the screw head.